Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that due to an unrelated medical issue, she has forgotten to charge the ins and forgotten how to use her equipment. The patient reported that the spinal cord stimulation hasn't helped her neck pain anyway. Pt stated she is having pain in the back of her neck, which is the reason for implant. Pt stated she has "fibromyalgia" and she can't stand anything under her skin. The patient stated the ins hurts really bad and it burns in the ins area and is sore since implant. Pt stated she talked to her hcp about removing the ins device but the hcp wants her to give it more time. Pt is upset that she allowed the ins to be implanted. Pt has an appt on (B)(6) 2021 with hcp. Pt stated the rtm paddle burns a little bit when she would have it on to charge the ins. Pt did not provide an event date. Additionally, the patient noted that the controller doesn't even power up since 2 days ago.pt is able to plug the controller into ac power and verified that the green light is flashing. Pt stated she is seeing "memory problem data has been lost" message on the screen. Pt stated that the controller was 100% charged 2 days ago. Pss suggested that pt keep the controller plugged in until the green light on the controller is a solid green. Pt stated she will call back for instruction on charging the ins battery. Additional information received. Patient reported they have fibromyalgia. No actions/interventions being taken. Maybe x-ray and posi tion leads. Patient reports they just want it out. They can feel leads and has pain.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.